Event description:
It was reported that while on pt, the ventilator suddenly stopped to deliver gas and a high pressure alarm was generated. Add'l info states that there was a pt injury. The extent of the injury and the date of the event are not known at this time.